Manufacturer narrative:
The reported event of packaging or shipping problem was confirmed. Photos provided from the field showed a damaged packaging box. As received, the device was returned in its original packaging box. Visual inspection found the packaging was crushed at the top side of the box which is consistent with damaged during shipping or handling. Analysis performed on the device indicated normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2022-10425. It was reported that the inner packaging of the product was damaged and the product within the package was compromised during delivery of the product. The product was exchanged. There was no patient involvement.